Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed mechanical driveline damage that may have contributed to the reported driveline power fault alarms, which were confirmed via log file analysis; however, a specific cause for driveline damage could not be conclusively determined through this evaluation. The heartmate 3 modular cable was returned in used condition. The controller and inline connector pins appeared unremarkable. The returned modular cable was connected to a cirris tester in order to evaluate the integrity of its inner wires. The modular cable did not pass this testing, indicating a breach in at least one of the wires. The modular cable was then connected to a mock circulatory loop, test system controller, and test heartmate 3 left ventricular assist device. The cable was manipulated by hand, and the driveline power fault alarm was reproduced. The outer jacket and protective layers of the cable were removed and inspected. Removal of the bionate layer revealed multiple kinks in the wires along the length of the cable. Inspection of the kink approximately 3.0" from the controller connector revealed a severed orange wire (ground b) and insulation damage in the red wire (power b). An electrical short between these wires would have caused an interruption in the power b signal, resulting in a driveline power fault alarm. High potential testing was completed to evaluate the integrity of the inner wire insulation on the remainder of the wires. The submitted system controller event log file contained events from 05dec2025 through 11dec2025. A driveline power fault alarm, associated with power b line faults, became active on 11dec2025 at 07:50:49 and continued through the end of the file. No other notable events or alarms were captured. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for modular cable, lot # 7949828 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 2 of the IFU, ¿system operations¿, explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged).¿ section 7 of the IFU and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Additionally, these sections provide instructions regarding driveline care in the subsection entitled, "what not to do: driveline and cables". Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, section 8 of the IFU, ¿equipment storage and care¿, and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild soap. Section 10 ¿safety checklists¿ of the patient handbook provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage. The patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having a driveline power fault. Log files were submitted which captured a driveline power fault on (B)(6) 2025 at 7:50:47. The event was associated with (f3) ocp_b_open controller fault flag indicating that a fuse in the system controller was open. Motor function was not affected by this event. It was recommended that they replace the modular cable and system controller and continue to monitor for unusual events. The patient's modular cable and system controller were exchanged on (B)(6) 2025. Single power disconnects were done repeatedly to create events in the new log file. Additional log files were submitted for review which captured the patient connecting to the controller on (B)(6) 2025, and intermittent power cable disconnects all associated with the white lead on battery power. It was recommended to inspect the battery clips and batteries for integrity and the cleanliness of their contacts. There appeared to be signs of moisture ingress on driveline connector side of the modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.